Event description:
A distributor from denmark reported that the wake button on a customer's insulin pump was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to use a specific pressing technique, but the issue persisted, leading to the decision to replace the pump. The customer was guided on how to store and return the faulty pump.